Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR reports number 1627487-2014-15003 and -15005. It was reported the pt has experienced ineffective stimulation for approx 1 year. As a result, the pt ceased using and charging her scs system. The sjm rep met with the pt and confirmed the ipg was no longer functional. The pt also has other health issue, unrelated to the scs system and desires to be able to undergo a MRI. Surgical intervention will be taken at a later date to address this issue.